Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure of implantable cardioversion defibrillator, the helix on the right ventricle lead would not extend. A new lead was successfully implanted. The patient was in stable condition.